Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of (B)(6) 2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that there was an out of box channel error code: 5-13-1504 was not determined because no product was returned, and the received associated pcu event and error log had no related malfunction event found recorded. The reported issue that there was an out of box channel error code: 5-13-1504 could not be confirmed; no product or its logs were received. And the associated pcu logs received were found void of any malfunction events for the reported source syringe module. No further investigation of this event is possible at this time, and no patient impact was reported. The customer reported having resolved the issue by re-flashing the electronic serial number in the device. The device is used for treatment purposes.

Event description:
It was reported that there was an out of box channel error code: 5-13-1504. It was noted that the error was continuous. There was no patient harm. The issue was noted before use.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that there was an out of box channel error code: 5-13-1504. It was noted that the error was continuous. There was no patient harm. The issue was noted before use.